Manufacturer narrative:
It was reported that the patient was a male over 18 years of age. The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. It was reported that the device will not be returned for evaluation; however, if there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
Per email: the catheter was prepped in accordance with the dfu and used with a 014 thruway wire. The wire was in the patient, in the anterior tibial artery. The catheter was used on the first of two lesions of the sfa, the more proximal one. There were two passes blades down, and then two passes blades up, rexing in between. It was a short focal lesion with eccentric plaque. A run with contrast was done down the sheath after it this segment had been treated, everything was fine. The second lesion was then treated, one pass blades down, then on the 2nd pass (blades down) there was no blood coming out of the waste pipe. We rexed back to healthy vessel and ran the catheter again. No blood. A contrast run was done and showed occlusion of the healthy vessel between the two lesions. The dr tried to retract the catheter off the wire however it had clamped down so the whole system was removed. The vessel was accessed again with a terumo and straight catheter, and after another contrast run showed to have no occlusions in the sfa, or more distally and that the jetstream had done it's job. A new thruway wire was introduced, and a new catheter opened. Treatment continued on the 2nd lesion, 1 pass blades down and 2 blades up with a great outcome.